Event description:
The customer reported that she was hospitalized due to high blood glucose levels, vomiting, thirst and dehydration. The reported blood glucose reading was 680 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date, but was unsure if the basal rates were correct. Advised to speak with her hcp to confirm the basal rate settings. The customer didn't have a tubing clamp do conduct the high pressure test. A tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.